Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial/lot #: unknown, ubd: , UDI#: (B)(4) are related to pli 10, the extension. (B)(4) are related to pli 20, the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that before the replacement procedure, the impedance of all the electrodes on one side involved in this case was over 40,000 ohms. When confirming after the incision was made, it was found that the adapter (extension) came off. Even after the replacement, the impedance in #2 electrode was over 40,000 ohms and the treatment continued. It was noted that the adapter was in a shape which was easy to come off, so there was a possibility of coming off and closing the torque wrench was forgotten, which may have led to this issue. The ins was replaced and the issue was resolved. It was reported the replacement dbs procedure was due to battery depletion. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed with the hcp. The implant date and the serial number of the ins was asked and unknown. The patient weight was unknown. The high impedance has not been resolved and no actions/interventions were taken to resolve the high impedance. The implant date of the newly implanted ins was (B)(6) 2018. No further complications were reported as a result of this event.